Manufacturer narrative:
Field service specialist visited the account and found heat related faulty ac/dc switcher power supply. He replaced the part and performed over 25 test procedures with no problems. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that with a patient the laser completed the raster pattern but displayed error before cutting the side cut and it ended as an incomplete flap. Patient procedure was completed on (B)(6) 2017 (next day) using side cut only option.